Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(6) manufacturing site has been assigned a medwatch number from the medtronic (B)(6).

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer's blood glucose was 416 mg/dl at the time of incident. The customer's blood glucose was 565 mg/dl at the time of hospitalization. The customer's blood glucose was 270 mg/dl at the time of call. The customer stated that they were wearing the insulin pump during hospitalization. The customer was unable to troubleshoot at the time of call. The insulin pump will not be returned for analysis.